Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation confirmed the complaint of "bad downstream sensor." Incoming tests found that the device would go into a downstream occlusion alarm right at the beginning of an infusion. The force sensor adc values were found to be out of specification. With the set loading at this high of a value there is potential for downstream occlusions to occur. Reviewing the history log confirmed occlusions to occur. Reviewing the history log confirmed there were 332 downstream occlusions alarms. Force sensor calibrations were performed on the device. Root cause was found to be the spacing for the force sensor was to tight causing a higher tube load greater than the specification.

Event description:
The customer's reported that the spectrum pump has a "bad downstream sensor". No patient injury was reported. No further information was provided.